Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that approximately two years following the initial implant, symptoms began which are believed by the patient to be related to electro-magnetic interference. Symptoms include "increase in heart rate, tingling in face and through body and loss of voice." Device remains in use and no patient complications have been reported as a result of this event.